Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (code 204 / exposed wires) was confirmed. As received, the belt failed incoming testing as it would not communicate with a test monitor. Upon evaluation, the trunk cable connector was cracked and the green (+3.3v) wire was open inside the trunk cable. The cause of the code 204 and incoming test failure is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the the damaged cable and wire. The root cause of the damaged cable and wire is excessive force placed on the cable. No adverse event resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that a patients device was producing service code 204 and had exposed wires on the electrode belt.